Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks for suspected atrial fibrillation (af) with rapid ventricular response (rvr) and also provided anti-tachycardia pacing (atp) to the patient. The patient rhythm was not terminated. This ICD remains in service. No additional adverse patient effects were reported.